Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient initially reported poor communication on their programmer using it without the antenna, but they were able to resolve it on their own during the call. They said they had changed the batteries before calling, and when they used the antenna, they confirmed they were successful to connect during the rest of the call. They wanted to use their programmer to check their stimulator because they noticed maybe two weeks ago, or maybe before that, a feeling of a very subtle buzzing in their body in the left side of their chest, like a phone was vibrating for about three seconds every twenty minutes. They wondered if something happened to their stimulator, so that was why they were using the programmer. It was reviewed they had the option to turn stimulation down or off to evaluate if they still noticed the feeling "of in their chest." They were worked with to understand the on/off buttons and icons, but the patient left stimulation on at the end of the call. They were redirected to report this to their managing doctor and their general practice doctor. The patient mentioned unrelated medical history which included they had started an exercise program and lost thirty pounds. They stated they would see their general practice doctor in two weeks, and their yearly appointment time with their managing doctor was coming up in december.